Event description:
It was reported that an amia device experienced a low priority alarm (max air exceeded) alarm. The patient was connected at the time of the alarm. This occurred during dwell of peritoneal dialysis therapy. During troubleshooting, it was reported that there was a leak between the supply line of an amia cassette and supply bag that led to this alarm. Renal therapy services (rts) assisted the patient with removing the supplies. Rts reviewed proper procedures per the user manual with the patient. The patient would inform their peritoneal dialysis registered nurse regarding the issue. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a leak was reported between the supply line of the amia cassette and the supply bag, which is known to cause this alarm. The cause of the leak could not be determined. Should additional relevant information become available, a supplemental report will be submitted.